Event description:
Cook medical reported for the locking stylet was introduced into the evo dilator on the right side. The locking stylet would not unscrew so when the physician pulled on it the lead and locking stylet all came out at the same time and took a small piece of tissue with it. The patient did good during the procedure and continuing to do fine." As per complaint form: "2 medtronic leads model #4068 implanted right side subclavian (B)(6) 2003. Leads were active fixation but the tips did not retract during the initial attempt to unscrew the leads. After locking stylets secured in leads traction was applied to ra lead body while using g23749 at vessel entry tip of g23749 did not advance past the subclavian and innominate junction when ra lead released and was extracted, anesthesia informed surgeon that there was what looked like an effusion in posterior of right side of heart. Surgeon stopped extraction process and performed a sternotomy and found bleeding at the right atrial wall. Bleeding was stopped and sutured and surgeon resumed the rest of the lead extraction. Patient was stable and chest wall closed."

Manufacturer narrative:
(B)(4). Product has not been returned for evaluation. A evaluation will be completed upon returned of complaint product. Unable to provide a summary of investigations findings at this time.